Event description:
This is filed to report a post-procedural single leaflet device attachment (sdla). It was reported that a patient presented with grade 3-4 degenerative mitral regurgitation (mr). On (B)(6) 015, two mitraclips were implanted, reducing the mr to grade 1. The device functioned as intended with no adverse patient effects. On (B)(6) 2023 the patient decompensated and a transesophageal echocardiogram (tee) was performed. The result of the tee was, that one of the mitraclips was detached from the posterior leaflet and the mr increased to grade 2-3. The clip that had a single leaflet device attachment (sdla), was located centrally in the a2/p2 segment and laterally to the clip, that was still attached to both leaflets. On (B)(6) 2023, second clip intervention was performed and a mitraclip ntw as implanted lateral to slda. The mr was reduced to grade <1. The procedure was successfully completed with no adverse patient effects, device malfunctions, or clinically significant delay.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Expiration date are unknown, as the account cannot recall which lot had the slda. Manufacturing date is unknown, as the account cannot recall which lot had the slda.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lots that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue in both the reported lots. Based on available information, a cause for the reported incomplete coaptation cannot be determined. Additionally, the reported effect of mr appears to be a cascading effect of incomplete coaptation. The reported effect of mr is listed in the instructions for use (IFU) which is a known possible complication associated with mitraclip procedures. The reported medical intervention and hospitalization was the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling. An investigation was performed on lot 41219u131 and lot 41219u129, as it is unknown which one of the two lots resulted in an slda. Both lots share the same part number (cds02st) lot 41219u131, expiration date: 12/31/2015, manufacturing date: 12/19/2014. Lot 41219u129, expiration date: 12/31/2015, manufacturing date : 12/19/2014.